Event description:
The customer reported mechanical problems with the cradle fuse. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the fuse. The system is now operating as intended.